Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings: the keypad was found to be peeling at the ok button. The complaint of the intermittently unresponsive keypad buttons was unable to be duplicated; all keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was inserted and was found to function properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, all the keypad buttons are not responding consistently to user input for the last couple of months. There is no evidence of moisture or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.